Manufacturer narrative:
Medwatch field g3 was updated. It was confirmed that the delayed diagnosis of nstemi (non-st-elevation myocardial infarction) for the two patients was provided on (B)(6) 2025.

Manufacturer narrative:
On (B)(6) 2025, it was reported that the low elecsys troponin t hs stat results for the two patients led to a delayed diagnosis of nstemi (non-st-elevation myocardial infarction). Section b7 was updated. Both patients presented to the emergency department, where the cardiologist questioned the initial results. The initial low results may have delayed the diagnosis of a nstemi and further workup for the patients. No clinical context is available for the patients. Based on the limited information provided, the device cannot be excluded from contributing to the patients¿ delayed diagnosis.

Event description:
There was an allegation of questionable elecsys troponin t hs stat results from the cobas e411 rack analyzer. Example 1 initial result was 12 pg/ml. The repeat result on (B)(6) 2025 was 149 pg/ml. Example 2 initial result on (B)(6) 2025 was 11 pg/ml. The repeat result on (B)(6) 2025 was 489 pg/ml.

Manufacturer narrative:
The reagent lot number was 827211. The expiration date was not provided. The field service engineer adjusted the sample probe, and repeat testing was acceptable. The investigation determined that the service actions resolved the issue.